Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
D6b explant date provided

Manufacturer narrative:
Corrected data. D4 serial number updated/corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary to support the 55 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage c shock. The patient was on inotropes and vasopressors prior to the 5.5 support initiation. The underlying medical comorbidities are unknown and not shared. After 6 days of support the team observed the placement signal to be not reliable. The team attempted to troubleshoot and evaluated the pump and found no kinks and the pump was fully plugged in and operating with flows and motor current in the normal range. The team additionally reviewed the pump position, which was appropriate. The pump was not explanted and remains on for support despite the unreliable signal. Alarms are part of everyday practice, and can occur with coughing and movement. There was no impact on the patient and the pump remains on for support.